Event description:
It was initially reported that an alarm was not heard but confirmed by telemetry as a critical alarm due to motor stall. Patient came to the clinic for a refill and a motor stall was noted; it was believed that the stall may have occurred around (B)(6) 2011. Healthcare provider (hcp) confirmed motor stall in attention dialogue box. Drug delivered via the device was sufentanil 1500mcg/ml at a daily dose of 600mcg. It was later reported that the patient experienced "nausea, vomiting and diarrhea which was not noticed by her primary physician, but not thought of as possible withdrawal; however there was no increase in pain." Motor stall without recovery was noted on (B)(6) 2011; the drug dose was lowered dose. It was noted as an ongoing event. On (B)(6) 2011, it was reported that patient "had not experienced withdrawal", but the pump had stopped for an extended amount of time. The reported stall recovered, but then a second stall occurred without recovery. Cause of the stalls was unknown and alarm was not heard. Patient outcome was unknown at the time.

Manufacturer narrative:
Catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter pouch model: 8590-1, lot #: n278705, implanted: (B)(6) 2011, explanted: unk; catheter model: 8731, lot #: b003046n43, implanted: (B)(6) 2003, explanted: unk.

Event description:
Additional information: it was later reported that as an intervention, the therapy was suspended and saline was started on (B)(6) 2011. Patient outcome was reported as resolved without sequelae as of the same date.

Event description:
Additional information reported later noted that patient had experienced withdrawal.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was later reported that end of service (eos) occurred. Dye study was performed, but the result was not provided. The pump was replaced. Additional review of the event reported event logs showed intermittent motor stalls occurred and stopped pump may exceed tube set message occurred.

Manufacturer narrative:
(B)(4).